Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he noticed his vision had a bluish-gray tint to it, which caused occasional headaches. The consumer called back four months later and reported he had adjusted to the new lighting on his iol, but was not happy that his distance vision was not "really as sharp" as he was anticipating. He reported he had a yag laser procedure to treat a slightly cloudy membrane behind his implant, but he had not noticed much improvement in his vision. His surgeon told him that his vision was 20/20 upon exam, but the consumer reported when he is driving he can see better out of his fellow eye which has a mild cataract and he wears a gas permeable contact lens. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. At the request of the consumer, the surgeon was not contacted. (B)(4).